Manufacturer narrative:
Vyaire file identification:pc- (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator shows transducer fault, circuit disconnect, high pip (peak inspiratory pressure) and low ve (minute ventilation) alarm continuously. The customer confirmed that there was no patient involvement reported from this event.